Event description:
End user states "the bar across the bottom of the walker broke." No injury alleged. Serial number/date code provided, (B)(4) is not a valid number in our system.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model is unknown, serial number/date code reported is (B)(4), which is an invalid invacare number. The age of the product is unknown. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.